Event description:
Date notified: 7/17/99. A model 706 portable ventilator failed to operate when received by customer. A battery pack wire disconnected during shipment causing the out-of-box failure.